Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
During a follow up the physician observed low sensing. The physician decided to schedule a follow up to check the stability of the sensing. The lead remains implanted.